Event description:
User received discrepant creatinine result for one pt sample. Initial result 7.0 mg/dl, repeat result 1.3 mg/dl. Initial result was reported. Pt was not adversely affected. The field service representative was unable to find a cause and was not able to duplicate the problem. He noted he checked the reagent probes, syringes, wash and reaction bath. Performance tests were performed.